Event description:
Problems have started within the last 2 to 2/12 years. These problems are urgency, frequency and pain have returned to what they were pre-interstim. Pt also has sometimes, not all times, an intense shocking senstation in their vaginal area when pt needs to have a bowel movement. In order to move pt must turn the unit off. Until pt does this pt is unable to move due to the shocking senstation. Right after pt had the implant their big toe and the toe next to it begins curling under. If pt turns the unit off then their toes uncurl. When pt turns the unit back on it does it again. Also if pt increases the settings on it, toes will curl down even more.